Manufacturer narrative:
(B)(4).

Event description:
It was reported during an ICD replacement procedure, the physician noticed the df-1 coil of the rv lead had an insulation break. The physician applied silicone to the insulation, and the lead remained implanted. Electrical parameters were stable. No patient symptoms were reported.